Event description:
The patient had a problem with her ins and it was replaced. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 7498-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3487a, lot # l69012, implanted: (B)(6) 1999, product type lead; product ID 3487a, lot # l64802, implanted: (B)(6) 1999, product type lead. (B)(4).